Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. One day after the onset of the event, the patient was treated with vancomycin injection (1 gram, once in 5 days, route was not reported) and meropenem injection (daily, dose and route were not reported) for peritonitis. Antibiotic treatment was ongoing. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.